Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly in the middle of a bolus attempt. The customer's blood glucose was 326 mg/dl. The customer did not observe any significant events leading to the keypad issues. She stated that the insulin pump did not show any error alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.